Event description:
It was reported that the arctic sun device was alarming 61 (non-recoverable system error) (control processor parameter memory fault). It was stated that they powered off and back on twice with no resolution. It was stated that they power off and on again. The device rebooted to therapy screen and then alarmed 61 (non-recoverable system error) again. Advised to send device to biomed for evaluation. Nurse confirms they should had another device they could swap out to.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device was alarming 61 (non-recoverable system error) (control processor parameter memory fault). It was stated that they powered off and back on twice with no resolution. It was stated that they power off and on again. The device rebooted to therapy screen and then alarmed 61 (non-recoverable system error) again. Advised to send device to biomed for evaluation. Nurse confirms they should had another device they could swap out to.